Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that a phone call was received from the clinical support specialist to the complaint manager stating that the intra-aortic balloon (iab) had to be surgically removed. The md came into the patient's room and noted blood in the helium tubing. The intra-aortic balloon pump (s/n (B)(4)) was not alarming. Updated information received reported that the estimated loss of blood was two quarts. When asked if the event harmed the patient, the md stated the patient was in poor condition and the event has not helped.